Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan, alleging an "error 2" issue with his one touch ultra meter. The patient indicated that during last week on two different occasions, he had symptoms of blurred vision and was unable to test on his meter due to the "error 2." The customer care advocate (cca) verified that the correct testing techniques were used; however, the cca discovered that the test strips were expired. Following the attempted test, he administered self-care with glucose tablets. The patient did not report any other medical attention. It would be helpful to obtain following: the patient's testing frequency, if he was ever able to obtain a meter reading on the reported meter, how often he was getting the "error 2," the patient's diabetes medication regimen, when the reported symptoms started, if the reported symptoms developed before or after the "error 2" issue began, and if the glucose tablets relieved his reported symptoms. Based on the provided information, this complaint is being reported due to the following conclusion: the patient alleges he suffered an injury requiring self-treatment and also alleges he was unable to test with the meter on two occasions. There is insufficient information regarding what contributed to the patient's blurred vision and if he administered proper self-treatment after the attempted tests. The meter, test strips, and control solution were replaced.